Event description:
Consumer had been buying the gum brushes for a long time and for a year they have been breaking after use.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.